Event description:
It was reported that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged. Both were explanted, and the lv will be replaced and the ra was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth on the distal electrode and the helix was distorted due to pulling/stretching/overstress. Visual analysis noted apparent explant damage. Concomitant product: 0185, lead, implanted (B)(6) 2009. (B)(4).